Event description:
It was reported that the battery of a pump was no longer charging. There was no information regarding the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.